Event description:
It was reported that one of the feet broke off from the impactor. It is unknown whether the incident happened or not in a surgical environment or if there was a patient involved. A backup device was available.

Event description:
It was reported that, during surgery, one of the feet broke off from the impactor. The device was inside the patient when it broke. The broken piece was complete, it was found and retrieved. A backup device was available. No surgical delay or injury to the patient was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the impactor tip broke inside the patient while impacting. Per email communication, the broken piece was retrieved, and the procedure was completed using a backup device without patient injury or delay. No further clinical assessment is warranted. A visual inspection confirmed the tip is broken off the outer-grip locking fem implant impactor and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.